Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible ventricular oversensing as observed on the electrogram and high sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.